Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the customer reported complaint. The fse replaced the touchscreen computer proactively. The system was tested operated and verified as ready for use. Isi has received the touchscreen computer involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. In house fa installed the touchscreen computer on the printed circuit assembly (pca) system and programming with no issues. The touchscreen computer was calibrated successfully, and all the touch function tested and passed. The system was booted up in normal mode and let it idle for 10 minutes. The system was power cycled 30 times and no errors occurred. However, the touch function on the top of the screen was not performed good with the pressured on the armrest. No image or video was available for review. An event verification confirmed the simple prostatectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following: the customer converted after the start of the procedure due to the unresponsive touchpad in the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon pressed the menu buttons on the surgeon side console (ssc) touchpad, but the buttons could not be selected intermittently. The procedure was converted to another da vinci system. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. The procedure had been in progress for about an hour then the ssc touchpad issue occurred. There were no intra-operative or post-operative complications occurred.